Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a conclusive cause for the reported unintended movement. There is no indication of a product issue with respect to manufacture, design, or labeling. The additional mitraclip device referenced is filed under a separate medwatch report number.

Event description:
This is filed to report unintended movement it was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. It was noted anterior prolapse. The clip delivery system (cds 00403u150) entered the left ventricle several times due to delivery catheter (dc) shaft positioning was difficult. The clip rotated on the counter clock, and continued to rotate when the shaft was aligned to the inter-commissure. Then when the clip was rotated clockwise in the left atrium, it could not be rotated without torque transfer. It was suspected that clip may have interacted with the chordae, but this could not be confirmed. Therefore, the cds was removed with the clip attached, and the procedure continued with a new cds (00403u180). The second cds entered the left ventricle several times as well, but the degree of rotation was different. The clip has been rotated to match the perpendicular to the lock; therefore, grasping was sufficient. The clip was deployed. Two clips were implanted, reducing mr to 1. There were no adverse patient effects and no clinically significant delay in the procedure.